Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 289 mg/dl for two days. A correction bolus was delivered via the pump; however, when the bg level stayed the same, an insulin injection was used to address the high bg level. The customer tried using different infusion set types. The customer stated that when a system check was performed insulin was seen exiting from the tubing, but the customer did not think that the insulin was being delivered. The customer reverted to using a non-tandem pump to manage diabetes. The bg level had stabilized. Tandem technical support reviewed the pump t:connect data and found that only a resume pump alarm had occurred during the two days reported for this event and shortly after the customer resumed insulin delivery. After speaking to a tandem clinical diabetes specialist, the customer indicated that a new set of cartridges and infusion sets were to be used to resolve the bg issue with the tandem pump.